Event description:
It was reported that during testing conducted at the manufacturer facility, the core saber drill was displaying a bias current error on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that during testing conducted at the manufacturer facility, the core saber drill was displaying a bias current error on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During the device evaluation, a damaged cable assembly as found to be a potential cause of the reported event.